Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls were within range. The customer reported that no other patient samples were affected. Siemens is informed that no malfunction exists with the advia centaur xp instrument. No further evaluation of the device was required.

Event description:
A false positive toxoplasma g (toxo g) result was obtained, on one patient sample, on the advia centaur xp instrument. The false positive result was not reported to the physician(s). The customer performed repeat testing with the same patient sample and an aliquot to confirm the correct result. The customer noted the repeat test results were negative (< 0.5 iu/ml) and reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive toxo g result.